Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric sleeve gastrectomy, when the surgeon tried to deploy the staple on the stomach, a break sound was heard from the handle. A second handle and reload were used but break sound was still heard. Another handle and reload were used to complete the case. There was no patient injury.